Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleges the device is not functioning and dampening foam is dissolving. Medical intervention was not specified. The manufacturer was made aware of this complaint through a legal representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The user alleges the device is not functioning and dampening foam is dissolving. Medical intervention was not specified. The previous report included other for the type of reported complaint, which is incorrect. This report is being filed to correct this information.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleges the device is not functioning and dampening foam is dissolving. Medical intervention was not specified. This follow-up report being submitted to close the investigation of the event in relation to the dreamstation go auto device with serial number (B)(6) . The device involved in this reportable event (dreamstation go auto) has been addressed in the incident report under reference MDR 2518422-2023-11994, therefore this is a duplicate of MDR 2518422-2023-11994. Please consider the investigation report submitted under reference MDR 2518422-2023-11994.